Event description:
It was reported that the cartridge was leaking from them o-ring. Customer loaded a new cartridge to address the issue. There was no adverse impact to the customer's blood glucose level. It was also reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.